Manufacturer narrative:
As part of normal complaint follow-up an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using a robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2013 on the patient's left knee. The patient presented with pain, then underwent a total knee arthroplasty revision surgery. The surgeon stated that the patient has progressive patellofemoral disease.